Event description:
Additional information received indicated that the medication start date was corrected to (B)(6) 2014. There were no further patient complications reported as a result of this event.

Event description:
It was reported that following the implantation of a sparc sling the patient presented with moderate urinary tract infection (uti). Medication was administered on (B)(6) 2014. The event was considered resolved/recovered with no sequelae as of (B)(6) 2014 there were no further patient complications reported as a result of this event.